Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear. The poly bearing and locking bar were removed and replaced. While removing the bearing, the surgeon choose to fracture the locking bar causing a five minute delay. All pieces of the locking bar were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, device code, expiration date, date implanted, date explanted, initial reporter, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total left knee arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons; however, no revision has been reported to date.